Manufacturer narrative:
(B)(4). Batch # r92k63. Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11. The device was disassembled and it was found that there was a cracked internal component; the y-link. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the user felt continuously handle vibration of the device. No patient consequence.